Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh, germany indicate that the cause of this event was an error in design. Corrective actions have been implemented.

Event description:
The gamma target device is broken. This event did not occur during a surgical procedure.